Event description:
It was reported that the rover is not docking and has multiple errors while docking. This caused a delay in a case for up to 35 minutes. There was no add'l medical treatment required or adverse consequences. The account used a back up rover to complete the procedure.

Manufacturer narrative:
The device was evaluated by a field service rep and the complaint could not be confirmed. In an attempt to recreate the issues of multiple errors while docking, the small and large canisters were filled with water by using vacuum suction. The rover was docked three times without any issues. No issues were found and unit was returned to service.